Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
The customer reported that the piston on the insulin pump was coming out of the end of the device. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.